Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 03/13/2015: lot 146325: 80 stems produced and released on 12/05/2014. No anomalies found. To date, (B)(6) stems of the lot have been already sold without any similar issue. Clinical evaluation performed by the medical affairs director on (B)(6) 2015: a diaphyseal femoral fracture may occur during femoral preparation when implanting a femoral stem. Amistem is a very widely used device, the incidence of femoral fractures is very low, and therefore there is no reason to fear that the cause for the inconvenience could be ascribed to a device-related defect. There are no full radiographs to be examined, but from the intraoperative image we may surmise that the patient has been properly treated and that the inconvenience will result, very likely, in a sizeable lengthening of rehabilitation time, but most probably with no long term consequences.

Manufacturer narrative:
On 07/14/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/28/2015 the report was sent to the initial reporter and the case was closed.